Manufacturer narrative:
Concomitant medical product: product ID: 8596sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 10 mg for a total dose of 0.88715 mg/day via an implantable pump. It was reported that surgical observation revealed wearing of the proximal catheter segment on (B)(6) 2020. The catheter was sliced and a new catheter segment was spliced to the old segment. The catheter was revised on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other wearing of the proximal catheter segment. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.